Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Asr revision; asr xl- left. Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- left, reason(s) for revision: pain. Update received: (B)(6) 2014 - marked as legal, added (B)(6) reference number, added hospitals: (B)(6) hospital / (B)(6) hospital and added surgeons: dr (B)(6)/ dr. (B)(6).